Event description:
It was reported by the rep that the (1) 512sd was used during a laparoscopic cholecystectomy procedure. It was reported that the 512sd lacerated the omentum. Another 512sd blade shield failed to advance after entering the abdomen. No other details were given.